Event description:
It is alleged the end user was proceeding down a ramp of a van when the wheelchair tipped forward causing the end user to fall out of the wheelchair. The end user sustained fractures to both legs.